Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) change out there was a lack of right ventricular (rv) lead pacing and no pacing with the analyzer even with 2 different analyzer cables with the new ipg. It was decided to abandon the new ipg and leave the chronic device. The chronic ipg was ultimately removed and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.